Manufacturer narrative:
System analysis/service repair: replaced lamp with original lamp and system now functions, performed alignment and calibration along with multiple firing test runs.

Event description:
It was reported that at the beginning of the procedure the "laser would not start". The case was completed with a "lithoclast". Pt outcome: "no adverse outcomes".